Event description:
A home pt (hp) was diagnosed with peritonitis. The hp experienced abdominal pain and cloudy effluent and was treated with intraperitoneal (ip) vancomycin 1 gm and gentamycin 80 mg. 2 days later, the hp was again treated with ip vancomycin 1 gm. The hp's symptoms did not improve and the hp was hospitalized 3 days later. Further medical treatment is unk; however, the rn reported the hp had peritoneal dialysis catheter removed was temporarily switched to hemodialysis. Further follow up with the center director revealed that the hp expired while hospitalized. The exact cause of death was unknown, however, the center director indicated the death was cardiac related.